Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the alleged power issue began on (B)(6) 2013. The patient informed the mss that she tests her blood glucose twice a day and manages her diabetes with diet and exercise. The patient confirmed she does not take any medications. The patient denied making any changes to her usual diabetes management regimen when she was unable to test her blood glucose due to the meter issue. However, the patient reported developing symptoms of feeling shaky and flushed approximately 30 minutes after the issue started. In response to the symptoms, the patient claimed she called her physician who advised her to eat something. The patient confirmed she ate something and the symptoms abated. At the time of troubleshooting, the cca noted the patient reported that the subject meter¿s battery did not need to be replaced per the owner booklet¿s recommendation. The alleged issue remained unresolved. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged power issue started.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: it was noted that the meter powered on with a low battery indicator/warning and they found a low/dead battery. A low battery can also cause the meter not to power on. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.